Manufacturer narrative:
(B)(4). Additional information requested and received: please confirm product code of stapling device. Is the batch/lot number of stapler used available? What is the surgical staff¿s experience with device? Was the 2nd stapler able to be fired? What anatomical structure was being firing on when issue occurred? What was the reason for converting to open procedure? Was there any alleged deficiency with the er420 device? What is the current patient status? I do not have any info on the patient's outcome, but believe he has gone home. We would have heard otherwise patient admitted for laparoscopic nephrectomy for non-functional left kidney. Issue regarding stapler misfire across the left renal vein and artery. Stapler cartridge ??was not loaded properly and slipped out of the stapler when fired - examination of stapler cartridge - about 5mm of staples fired only, remainder of staples not fired. Result - main renal vessels cut but not stapled. Recognized at time of stapler firing (abnormal feel to the stapler) 2nd stapler used to try control pedicle then urgent open conversion. 2nd stapler was ??not loaded properly either and I had the reload the cartridge. When 1st stapler removed at time of open conversion - cartridge was not in the stapler and had to be retrieved separately. Open renal vein identified - needed oversewing, statinsky to control. Procedure completed open in this case the situation was able to be controlled with an urgent open conversion it resulted in the patient requiring a open operation rather than having it completed laparoscopically and subsequently the patient remains in ICU. The patient also required blood transfusion which would not be normally required with laparoscopic surgery (which would have been the likely outcome for this patient that it would have been completed laparoscopically if not for the stapler incident, also normally this patient would not have needed to go to ICU)

Event description:
It was reported that the ¿stapler cartridge slipped out of the stapler when fired - examination of stapler cartridge - about 5mm of staples fired only, remainder of staples not fired. Result - main renal vessels cut but not stapled. Recognized at time of stapler firing (abnormal feel to the stapler) 2nd stapler used to try control pedicle then urgent open conversion. It was noted that the 2nd stapler was not loaded properly either and I had the reload the cartridge. When 1st stapler removed at time of open conversion - cartridge was not in the stapler and had to be retrieved separately¿. We think it was a user error, but need to make sure. Unfortunately the nursing staff haven¿t kept the item to be sent for examination.